Event description:
A pt reported experiencing inaccurate erratic results with an ot ii meter. The pt's blood glucose results were 201, 171, 135mg/dl. Tests were done within 10 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.